Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). After pre-dilation was performed using a non bsc balloon catheter, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and re-advanced into the patient; however, it was noted that the stent body was lifted up. A new stent was implanted to the lesion with the used of a guidezilla guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found it severely damaged with struts on the proximal side expanded and moved over the proximal markerband and on to the outer extrusion. The remaining struts are distorted and stretched over the bumper tip. The stent moved on the balloon. This type of damage most likely occurred during both advancement and withdrawal attempts of the device through a severely calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However solidified media was visible inside the balloon chamber. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 95mm proximal of the port bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). After pre-dilation was performed using a non bsc balloon catheter, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and re-advanced into the patient; however, it was noted that the stent body was lifted up. A new stent was implanted to the lesion with the used of a guidezilla guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.